Manufacturer narrative:
Sr (B)(4).

Event description:
The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. Voltage testing was performed and the transmitter passed as it has voltage (0.21v). Tested on global transmitter final functional tester: passed relevant testing. Performed share log review: no data on share tool (not available for g4 transmitters). The event of a failed transmitter error was undetermined. The root cause could not be determined as the allegation was not found.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. The device has been received for investigation. A follow up will be submitted upon completion of device investigation.